Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that on (B)(4) 2019, a conformable gore® tag® thoracic endoprosthesis was to be implanted during treatment of a thoracic aorta dissection. It was reported the tag device was inserted and advanced to the target lesion, the deployment line was broken when initiating the deployment line. The device was not deployed inside the patient's body, so the entire device was able to be removed from the patient, and another conformable gore® tag® thoracic endoprosthesis was used to continue the procedure successfully.